Event description:
It was reported that, screw was broken however, they are not sure if they are n-spine or pangea screws. There is no additional information available.

Manufacturer narrative:
Without lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.